Event description:
It was reported that while in the angiography room, the intra-aortic balloon (iab) was inserted through a teflon sheath and into the pt. The iab ruptured in use. According to the sales representative "checked the pump and found no problem and there was no blood drawn into the pump." Additional information received on (B)(4) 2012 from teleflex (B)(4) stated that the user pulled negative on the iab before pulling the iab out of the tray. The iab was removed from the femoral artery with the sheath as one unit. A new iab was inserted via the same insertion site.

Manufacturer narrative:
(B)(4).